Event description:
A report was received that the patient found the ipg to be uncomfortable where it was located. The patient underwent a revision procedure and the ipg was relocated down to a more comfortable position. The patient was doing well following the surgery.